Event description:
Related manufacturer report number:2916596-2022-01597. Related manufacturer report number:2916596-2022-01599. It was reported that the patient was transferred to the intensive care unit (ICU). They presented with shortness of breath (sob), pneumonia, and pulmonary edema. There was a twisted driveline. The heartmate 3 system controller and heartmate 3 modular cable were exchanged after which the pump speed returned to 5800 rpm. A review of the log files revealed the date this event first occurred couldn't be determined because both log files are filled with lvad fault events. The oldest date in the event & periodic log files was (B)(6) 2022 so this event occurred on an unknown date prior to (B)(6) 2022. The lvad faults were the result of a communication error. This resulted in the actual pump speed defaulting to the default speed of 5000 rpm. Additional information revealed the patient was intubated for previous concern for pneumonia. Now the increased lvad output will hopefully alleviate the pulmonary edema. The photo of the driveline shows the twisted driveline. This is caused by the patient repeatedly rotating the controller 360 degrees.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed lvad internal fault events associated with eeprom communication error and e2p crc faults.; however, the lvad internal faults cleared after the patient¿s modular cable and controller were exchanged. A specific cause for the reported respiratory failure and patient conditions could not conclusively be determined through this investigation. The controller event log files captured lvad internal faults accompanied by (f46) eeprom communication error and (f59) e2p crc faults from 24feb2022 until 07mar2022 at 14:16:40 when they cleared after the controller and modular cable were exchanged. The file captured the pump operating at a default fixed speed of 5000 rpms due to the lvad faults, despite a fixed set speed of 5800 rpms and a low-speed limit of 5000 rpms. The pump operated as intended at the correct set speed for the remainder of the log file after the lvad faults were cleared. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 18may2020. Heartmate 3 instructions for use (rev. C) outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This IFU lists respiratory failure as an adverse event that may be associated with the use of the hm3 lvas. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, document 10006136, rev. D, outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.